Manufacturer narrative:
Visual analysis was performed on the returned device. The stent was not returned as it was implanted. The reported tip detachment was confirmed. The difficulty removing and stent elongation could not be confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a moderately calcified right superficial femoral artery intervention, visibility was poor, but it was felt that the supera stent was deployed without issue; however, during removal of the delivery system, resistance was felt. The stent elongated by about 40% and the nose cone detached. The nose cone was pulled into the sheath with the use of balloons. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.